Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins not being able to be recovered was due to the ins being overdischarged too long. Nothing has been done to resolve this issue, but the patient is going to have their ins replaced. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient would be having their ins replaced on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins over-discharged due to patient compliance. The patient was transferred to san antonio from virginia he is in the air force and during that move he did not charge the battery. The patient was not an established patient with the new air force facility here, so it was delayed further. The rep did three rounds of antenna locate and then three rounds of trickle charging without ever getting contact. The issue was not resolved at the time of the report. It is unknown if the patient will have surgical intervention. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of not being able to recover the patient's ins is possibly due to being overdischarged longer than the patient said. The rep did several rounds of trickle charges, and the patient has an appointment with their provider on (B)(6) 2019. No further information was reported.